Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead. Low amplitude was also observed. Technical services (ts) was consulted and further review was recommended. No adverse patient effects were reported. This device system remains in service.